Event description:
It was reported that patient underwent initial surgery on (B)(6), 2023. The procedure went well. Surgeon recently requested a new splint to be designed using the same set of occlusal scans. The post-op for this patient had been reviewed and the surgeon felt that there was a lack of bone-union at the left buttress in the post-op phase and in the midline and wanted to perform a revision to graft areas that were required. There was no product issue identified by the surgeon and surgeon expressed that this would mainly be a revision to address the non-union. This report is for a 1.85mm ti matrix screw self-tapping/6mm. This is report 8 of 10 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.